Event description:
It was reported that a patient was revised approximately six and a half years post implantation due to loosening and possible infection. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10-medical product: femur cemented (cr) standard right size 9 item# 42502606602, lot# 63938496. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Tibia loosening is confirmed based on review of provided x-ray. However, the revision was reported to be due to instability which was not confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, d2, g1, g3, g6, h1, h2, and h11. Corrected: b5, h6.

Event description:
It was reported that a patient was revised approximately six and a half years post implantation due to instability. Attempts to obtain additional information have been made; however, no more information is available.